Manufacturer narrative:
The investigation could not identify a product problem. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ft4 iii assay on two cobas 8000 e 801 module analyzers. The values generated at the customer site were reported outside of the laboratory to a physician. The sample was initially tested at the customer site on their e 801 analyzer on (B)(6) 2020. The sample was repeated using the wako accuraseed and abbott architect methods. The sample was provided for investigation, where it was tested on a second e 801 analyzer on (B)(6) 2020. The serial number of the customer's e 801 analyzer is (B)(4). The serial number of the e 801 analyzer used for investigation is (B)(4). Ft4 reagent lot number 460793, with an expiration date of february 2021 was used on this analyzer.